Event description:
It was reported that during an unknown procedure, it was observed that the device was blocked after several uses. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4) date sent: 1/29/2026 b3: only event year known: 2026 d4: batch #693d08. Additional information was requested, and the following was obtained: 1. Could you please clarify if all devices presented same device quality issue? Yes 2. If yes, please provide more details for each device - blocks after several uses 3. Please provide more details about the device quality issue. - blocks after several uses, no more info provided 4. Was the firing sequence started but not completed? Unk if yes: 5. Did the device deliver any staples? Na 6. What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Na 7. Were there staples missing from the staple line? Na 8. If yes, was the staple line complete?na 9. Did the device cut? Unk 10. If yes, was the cut line complete? Na 11. If yes, was there any issue with the cut line - na 12. Was there any difficulty opening the device jaws? Not reported 13. If yes, what steps were taken to open the jaws. Na 14. If the jaws could not be opened, how was the device removed. Na investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device (b) was returned with no visual non-conformances and without a reload present. In addition, a reload pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. It is possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 693d08, and no non-conformances related to the reported complaint condition were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.